Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient presented post implant procedure. Through x-ray, it was noted that the atrial lead dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.